Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient. The date of the event is unknown.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient. The date of the event is unknown.

Manufacturer narrative:
(B)(4). The iab was returned with the membrane completely unfolded. A clear unknown fluid was observed inside the returned iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We were unable to perform a pump test due to the iab catheter returned condition. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient. The date of the event is unknown.